Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure after implanting the ventricular lead when trying to access the subclavian vein to implant the other leads, the artery was perforated while using the introducer. Due to loss of blood the right atrial and left ventricular leads were not implanted and the case was abandoned. The patient was in stable condition prior, during and post procedure.